Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure, the device was explanted and the leads were tested through the pacing system analyzer (psa). As all measurements were appropriate, the new device was connected. After connecting the right atrial (ra) lead, noise and high out of range impedance measurements were observed. It was suspected there was a loose connection, therefore the ra lead was removed and reconnected. The noise and out of range impedance measurements persisted. The results were the same through the programmer and in unipolar configuration. As there was noise when the connection was manipulated, there was a suspected issue with the connection portion of the device. As a result, the device was removed and replaced. However, the same issues persisted with the ra lead and the new device. Therefore, the ra lead was explanted and replaced. Removal difficulty was experienced when explanting the lead. No adverse patient effects were reported.